Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous shunt. The 6.0 x 40mm mustang balloon catheter was inflated; 1st and 2nd inflation at 20atms, 3rd at 22atms, 4th, 5th, and 6th at 24atms, then 7th at 22atms when it ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.